Event description:
The customer reported that "patient has central line to left internal jugular vein, infusing on the green lumen was a propofol infusion. When this was discontinued and disconnected part of the needle free valve was retained within the lumen." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). The model/catalog identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.